Manufacturer narrative:
The customer returned a thunderbeat (tb-0535fcs) with lot #kr852191 for evaluation. A visual inspection of the device was performed; foreign material observed, consistent with use. The probe tip was detached from the distal end. The breaking point measures approximately at 0.662¿ of the probe. The probe tip was returned along with the device and was not suspected to be missing. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. This prompted with ultrasonic probe errors. Both switches were checked and found to be functional. The ptfe pad (teflon pad) was inspected and found it to be worn, with no metal exposed. The wiper movement was normal. The consistency of movement of the handle and jaw was loose. The rotation of the knob torque was normal and smooth. Based on the evaluation, the probe tip was detached from the device. The breaking point measures approximately at 0.662¿. The probe tip was returned along with the device and was not suspected to be missing. Ultrasonic probe errors was observed when a probe check was performed. The root cause to the damage of the tb-0535fcs was attributed to user mishandling. The instruction for use warns that the thunderbeat instrument should be used for soft tissue and not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.

Event description:
The sales representative reported that the jaw to the thunderbeat handpiece was damaged. There was no patient injury reported.